Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301948 lot 1803225 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process.

Event description:
It was reported that medication leaked past plunger prior to use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: during the treatment of patient 20ml syringe was used to prepare the treatment liquid, and the liquid was flow out from the syringe plunger rod, and the syringe was immediately replaced.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past plunger prior to use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: during the treatment of patient 20ml syringe was used to prepare the treatment liquid, and the liquid was flow out from the syringe plunger rod, and the syringe was immediately replaced.